Event description:
This is a report of diarrhea and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced diarrhea which caused peritonitis. The patient was hospitalized the same day. On an unreported date, the patient was treated with injection (inj.) Amikacin ip 250 mg twice daily. The patient was still hospitalized. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.